Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. After retracting the lock line, establishing final arm angle (efaa) test failed twice, as the clip opened to 20°. The physicians decided to leave the clip, as the leaflet insertion was still satisfactory, and a mr reduction was observed. The clip was released and did not open further. The clip is stable on both leaflets. The physicians decided to place a second clip next to the first clip to stabilize the first clip. Mr reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported clip opening during efaa and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the reported clip opening during efaa could not be determined. The reported improper or incorrect procedure or method is due to the user deploying a clip that failed efaa, even though the clip could have been retracted. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.